Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient in (B)(6) of 2010.according to the complainant, the patient experienced injuries (specifics unknown). On (B)(6) 2011 the patient underwent excision surgery to remove parts of the mesh.all other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Previously submitted manufacturer report #3005099803-2012-03684 pertains to the other device. It was reported to boston scientific corporation that the uphold vaginal support system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). On (B)(6) 2011 the patient underwent excision surgery to remove parts of the mesh. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The uphold vaginal support system was implanted in (B)(6) of 2010, but the exact date was not provided.